Event description:
The customer woke up and was delusional. Family member used the suspect device to check their blood glucose and obtained a result of 181 mg/dl. 911 was called and when the paramedics arrived they checked their glucose and the level was 36 mg/dl. They were transported to the hosp and received treatment. Level 1 control was used on the system and the control was out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.